Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. Physio further evaluated the removed assemblies and determined that the cause of the reported issue was due to a thermally sensitive integrated circuit chip, designator u2 from the user interface pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device had repeatedly logged an event code and was not completing a boot up cycle.  There was no report of any patient use associated with the reported issue.